Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) cuff and pressure regulating balloon (prb) removed and replaced. The aus components were explanted and a new components consisting of a 4.0 cm cuff and prb were implanted. Should additional information be received a supplemental report will be submitted.